Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer replaced the vacuum diaphragms. He performed ise prime and ise checks. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 14 patients tested on a cobas 8000 cobas ise module. The customer confirmed qc recovery was acceptable. On (B)(6) 2021, the patient's initial results were reported outside the laboratory. On (B)(6) 2021, the customer performed a patient correlation study with the samples on a different analyzer. Below are five examples of questionable na results provided by the customer: patient 1's, sample ID (B)(6), initial na result was 132 mmol/l, and the patient's repeat result was 140 mmol/l. Patient 2's, sample ID (B)(6), initial na result was 131 mmol/l, and the patient's repeat result was 139 mmol/l. Patient 3's, sample ID (B)(6), initial na result was 132 mmol/l, and the patient's repeat result was 138 mmol/l. Patient 4's, sample ID (B)(6), initial na result was 132 mmol/l, and the patient's repeat result was 140 mmol/l. Patient 5's, sample ID (B)(6), initial na result was 127 mmol/l, and the patient's repeat result was 133 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration, system alarm trace, and sample pre-analytical details were requested but not provided. The investigation discovered the customer's level 1 qc results did contain low and out of range outliers, but subsequent qc measurements were within range. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.